Event description:
On (B)(6) 2021 I registered (confirmation number (B)(4) for the recall of my CPAP machine, manufactured by philips respironics (recall june 2021). I have a medical condition known as sleep apnea. After a year and a half I am still waiting for resolution of this issue. I would like to receive a replacement machine or get my money back so I can buy a different machine. I would appreciate your help in resolving this issue. It appears that this is the best place to contact the FDA with this issue, but if I should make the request in a different location please let me know. My email is (B)(6). Thanks.